Manufacturer narrative:
A supplemental MDR is being submitted as a duplicate report was found. Per the initial report, approximately 1 year 8 months 8 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra valve, the patient underwent a successful valve in valve procedure with a 20 mm sapien 3 ultra resilia valve due to stenosis and hypoattenuated leaflet thickening (halt). It was also noted that one of the valve leaflets was restricted. The patient was symptomatic, and it was indicated that the patient had dyspnea/shortness of breath (sob). After further investigation, it was confirmed that this event had already been reported to the FDA under manufacturer report number 2015691-2024-07801. Therefore, manufacturer report number 2015691-2024-07978 is a duplicate report. Manufacturer report number 2015691-2024-07801 for additional information and the event investigation.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, approximately 1 year 8 months 8 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra valve, the patient underwent a successful valve in valve procedure with a 20 mm sapien 3 ultra resilia valve due to stenosis and hypoattenuated leaflet thickening (halt). It was noted that the 20 mm sapien 3 ultra valve had been implanted with an additional 2 cc. Prior to the valve in valve procedure, there was a workup completed. A review of the workup revealed there was halt. In addition, the 20 mm sapien 3 ultra valve appeared a little low, but was well expanded. Subsequently, additional information was received revealing the patient was symptomatic. A transthoracic echocardiogram (tte) performed approximately 1 year 5 months 21 days post tavr procedure indicated the patient had dyspnea/shortness of breath (sob). The calculated aortic valve area (ava) was 0.6 cm2. A transesophageal echocardiogram (tee) performed approximately 1 year 7 months 4 days post tavr procedure indicated there was moderate aortic stenosis and one of the valve leaflets was restricted. The calculated ava by continuity equation was 0.8 cm2.